Manufacturer narrative:
Garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi:10.1177/1538574419875551. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart flex stent but the catalog and lot numbers are not available. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 20 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication and was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6mm x 100mm and smartflex 6mm x 200mm ) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel. The device remain implanted in the patient; therefore, the device is not available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Considering the multiple areas of atherosclerotic disease and total length of stents that were initially implanted in the superficial femoral artery (sfa), it is likely that the patient had diffuse disease throughout both lower extremities. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Without a lot number to conduct a phr review, it is not possible to determine if the reported failures could be related to the manufacturing process. Additionally, there is no indication that the event was related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 20 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication and was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6 x100 and smartflex 6 x 200) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel.